Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level that customer estimated to be 468 (mg/dl). Customer administered a correction bolus with the pump and later reverted to manual injections for diabetes management. Reportedly, customer stated that she is uncomfortable using current infusion sets; however, customer did not give any additional information about this statement. Recommendation was made to contact health care provider to discuss infusion set options. Although multiple attempts were made to complete troubleshooting with tandem technical support, no additional information was provided on the reported issue. Customer did not indicate if and when pump use would be reinstated.